Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the ilet bionic pancreas, while the sensor had been connected to the user¿s phone and smartwatch; pairing codes were confirmed and the ilet was restarted, and the sensor subsequently connected without disabling the smartwatch¿s bluetooth. Symptoms included no reported adverse clinical effects. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included customer troubleshooting with pairing verification and device restart. Investigation of this case revealed a transient connectivity issue that resolved after standard troubleshooting, with no hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was likely wireless communication interference or pairing conflict external to the device.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.